Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30537305m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. After left atrium (la) mapping, the patient¿s blood pressure decreased, and an abnormal cardiac shadow was observed under fluoroscopy and echocardiography was performed. Pericardial effusion was noted and pericardiocentesis was performed. The patient's condition was stable, and the procedure was completed. The physician commented that because venous blood was contracted, it was considered to be of the right heart system, but since the catheter had not been operated for more than one hour in the right heart system, it was unknown where the tamponade occurred. The physician did not provide a causality opinion for the cause of this adverse event. The patient outcome of the adverse event was reported as improved. There is no further information about the hospitalization and if any additional intervention was performed. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. No error messages were observed on the biosense webster equipment during the procedure.